Manufacturer narrative:
Upon receipt of additional information, it was determined this product has been reported under MFR number 1822565-2015-02675. This report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined this product has been reported under MFR number 1822565-2015-02675. This report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42512000510, articular surface fixed bearing cruciate retaining, lot # 62713510, catalog #: 42502806601, femur trabecular metal cruciate retaining (cr) standard porous, lot # 62650390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that the patient had an initial surgery approximately 4 years ago. Subsequently, the patient had a revision about 2 years later due to non-integration and loosening.